Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to perform a system check and the occlusion was found to be within the cartridge. The customer changed pump supplies and resumed insulin therapy.